Event description:
The customer reported being hospitalized due to high blood glucose of 752mg/dl, and she is unsure if the insulin pump is functioning properly. The customer was vomiting and thirsty. Troubleshooting was performed, and found one hour prior calling the paramedics; she could not find the insulin. The time, date, basal rates, and bolus wizard were correct. The drive support cap appears to be normal. The customer mentioned that she changes the infusion set every three to four days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.